Event description:
While using the exactamix eva containers (appropriately used per MFR); product when filled to an appropriate capacity, leaks from the tan middle access port at the joint above the first set of wing tabs (closest to the best). This was noticed in the pharmacy shortly after compounding and never reached the pt. FDA safety report ID# (B)(4).